Event description:
It is reported that due to the screw not engaging the stem extension, the surgeon had to implant a different tibia and surface but the same extension causing a 60 minute delay.

Manufacturer narrative:
Evaluation summary: an attempt was made by zimmer to assemble the articular surface with a locking screw, tibial baseplate, and 200mm straight stem extension. The assembly of these components was successful. However, it is unknown whether or not the size and shape of the mating components used during the surgery were responsible for the unsuccessful assembly. Without additional information, such as the return of the locking screw and tibial baseplate, and the part number of the stem extension used, the exact cause cannot be conclusively determined at this time. As returned, the device appears to have been autoclaved. A dimensional evaluation was not performed. The support screw or tibial component were not returned for evaluation. Device history records indicate that the device was manufactured, inspected, and packaged to specification.